Manufacturer narrative:
Date rec¿d by MFR : 30jul2019. The manufacturer's field service engineer confirmed the reported touchscreen issue. The touchscreen passed calibration and the screen was working. If any new information is received, the complaint will reopen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a touchscreen failure. There was no patient involvement.